Event description:
It was reported that the capsule failed to detach from the delivery device. The physician had to break the handle to release the capsule; however, the capsule was still attached to the delivery device when it was removed from the patient. There was mild bleeding and mucosal trauma from the capsule. A second attempt to place another capsule during the same procedure was also unsuccessful. Lubricant was used and carefully applied to avoid covering the suction chamber.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#: 65084f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.